Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use due to migration of the electrode array subsequent to sustaining a head trauma. Neural response telemetry was attempted; however, poor morphology was reported and only electrode 3 till 8 were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. Open circuits were also noted on electrodes 10 till 19. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.